Event description:
Report received of the lead cut and capped 09/11/1991, reason unknown. The remainder of the lead was electively explanted on 04/29/1998. The physician stated the tip had broken off the lead. The patient was re-admitted on 06/25/1998 for removal of the tip of the lead. The tip was lasered free and removed. Explant method:intravascular,superior. Technique/tools: sheath(s), laser. Complications listed above.